Event description:
The customer reported that when the unit is powered up, it's getting a system failure, cycle power, where cycling power does not fix the problem. There was no report of pt involvement.